Manufacturer narrative:
Stryker performed an initial evaluation of the device and confirmed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report they were unable to connect the therapy cable. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation. Investigation found the therapy cable connector was broken. Due to other unrelated issues and the device age the device was returned to the customer unrepaired and not put back into service.

Event description:
The customer contacted stryker to report they were unable to connect the therapy cable. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.